Event description:
The initial reporter alleged discrepant results for the hbsag g2 elecsys e2g 300 v2 assay on the cobas pro ssu analyzer for a single patient sample. On (B)(6) 2024 at 13:14, the sample was tested on imuno_1 (e4-2) and yielded a positive result of 23.3 coi. On (B)(6) 2024 at 12:32, the same sample was tested on imuno_2 (e1-2) and yielded a negative result of 0.505 coi. Later on (B)(6) 2024 at 18:18, the sample was retested on imuno_1 (e2-1) and yielded a positive result of 26.1 coi. Finally, on (B)(6) 2024 at 20:42, the sample was retested on imuno_2 (e1-2) and yielded a negative result of 0.450 coi. The same tube was used for all measurements. The customer did not perform confirmatory testing, such as a neutralization test, and the patient has not returned for a retest. No additional confirmatory methods, such as polymerase chain reaction (pcr), were conducted. The results remain unresolved.

Manufacturer narrative:
The reported event occurred on a cobas pro ssu analyzer with serial number (B)(6). The investigation determined that the elecsys hbsag g2 assay performed within specifications. Calibration and quality control results were confirmed to be within the expected ranges. The root cause of the discrepant results appears to be related to pre-analytical factors. Alarm traces indicated the detection of a clot in the sample during the time of the event, and the provided images supported this finding. Additionally, the sample handling process, including clotting and centrifugation times, may have contributed to the issue. A definitive conclusion could not be reached due to limited information, however no general product issue was identified.